Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2005 -- the pt was implanted with a small oval kugel hernia patch, lot no. 43bpd239, to repair an inguinal hernia defect. Approximately 18 months after the implant of the kugel patch, the pt began to suffer nausea and chronic pain at the surgical site. In 2009--the pt underwent revision of the hernia repair. During that procedure, the surgeon attempted to remove the hernia patch from the pt's body, but was able to remove only half of the patch due to the fact that the mesh had adhered to the abdominal wall. At that time the surgeon attributed the pt's symptoms to a defect in the patch. Two months later -- the pt underwent a second revision of her hernia for excruciating abdominal pain and a lump in her upper thigh. During that procedure the surgeon removed the lump, which was a portion of the patch, and noted that prior mesh had become loose medially. During the second revision surgery, it was found that the pt had suffered nerve damage as the result of the patch having migrated and wrapped itself around the main artery of her left leg. This nerve damage left the pt with permanent numbness and "electric shock" type pain in her left thigh and leg, as well as permanent numbness in her vaginal area.